Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per initial investigation, the curve and CT that were generated suggest a low titer sample. Sample that are low titer can generate wavering results upon repeat, especially when repeated on less sensitive assays. A reagent investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per customer report, upon initial testing on liat the patient sample generated a positive result for sars-cov-2 target. Since the patient was being admitted, a retest of the same patient sample was conducted on a different platform and a negative result was obtained for all targets. The result was released as inconclusive per the facility policy. No harm was alleged. Per initial investigation, the curve and CT that were generated suggest a low titer sample. Sample that are low titer can generate wavering results upon repeat, especially when repeated on less sensitive assays. A reagent investigation has been initiated and is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for . An investigation was performed to evaluate the customer issue which did not identify any product problem. The data provided confirmed the alleged sample as run #727 and had a CT value of 36.3 for sars-cov-2. The CT value was in line with a sample that has a low viral load. Per reagent investigation, the most likely cause of the discrepant results between the assays is the sensitivities of the test. No issues related to the customer allegation were identified. (B)(4).